Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the order time was defaulted instead of scheduled dose time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the external order frequency code was configured with a default time of 9, which caused the prompt to appear at that time. A technical support specialist (tss) provided guidance to the customer to update the frequency by adding the correct administration times and to validate using active patients. The customer performed testing after modifying the frequency settings and confirmed that the dose populated correctly at the device. The system functioned as intended after the technical support specialist investigated the device.